Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Insulin pump also received with cracked case behind the pump near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump had damage to the back of the pump near the battery chamber. Customer¿s blood glucose level was 101 mg/dl. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.